Event description:
It is reported that a pt received a ncb pp plate at an unk date. On x-rays, a breakage of the plate was observed for unknown reason. A revision surgery of the broken plate is scheduled to an unk date.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review, as the pt is monitored and has not been revised to date. A cause for this specific clinical event (breakage) cannot be ascertained from the info provided, as the pt has not been revised to date. Should additional info become available and/or the device(s) be returned for evaluation, an amended medical device report will be filed. Zimmer's reference number of this file is (B)(4).